Manufacturer narrative:
Device received with minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the insulin pump was cracked and reservoir lip ring was damaged and customer cannot where as customer has vision issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had cracked but did not see where as she was vision issues as well as reservoir lip was damaged. Customer's blood glucose level was unknown. Troubleshooting was performed for damaged. Customer was advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.